Event description:
Additional information received from the health care provider (hcp) and consumer reported that the leads were placed in the third portion of the duodenum and not in the stomach at another facility. The leads were placed in the wrong spot. The patient had shocking sensation in the stomach over the weekend of (B)(6) 2015 and (B)(6) 2015. This was due to a sudden change in therapy/symptoms in (B)(6) 2015. The patient's implant was supposedly turned off due to the wire not being attached to the stomach. The patient had not had success with the device since (B)(6) 2015.

Event description:
Additional information received from the consumer reported that the shocking was still an issue. The leads were still in the wrong place and the patient was getting shocked 24/7. The patient was not able to find a doctor to help. The original surgeon reportedly would also not help.

Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that they felt shocking sensation in stomach area. It was indicated that the health care provider did not place the leads in the correct place and they were not connected near the stomach. The patient had stimulator turned off on the day of report. The patient reported that they still felt stimulation after stimulator was turned off. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient was admitted to the hospital because they weren't feeling well and went to the ER. Since the patient's device had been turned off they had felt much worse. The pocket for the implantable neurostimulator (ins) was swollen and that was why they went to the ER. There were no changes and the in activity level that led to the event and the device remained off. The hospital did not want to correct the issue surgically and sent the patient home. The patient needed help finding a health care provider (hcp) that would fix this as they were losing weight and having trouble eating. Without the device, the patient's life was very difficult.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that he was recently admitted to the hospital and they did a CT scan because he was having issues with his device again. He was looking at the images from his CT scan and noticed that the excess lead wire was coiled up and sitting on top of the ins. The patient wanted to know if this had any negative effects on the whole system.